Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note, stating, "e301 malfunction" (audio alarm failure). No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During testing at the user facility, channel 2 of the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.